Manufacturer narrative:
Based upon the clinical assessment, the reported aneurysm growth and stent migration was confirmed. The device remains in the patient at this time. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. The clinical review identified the following factors that may have contributed to the patient outcome: misuse of the devices with an aortic neck length of less than 15 mm; an aortic neck angulation of greater than 60 degrees; and bilateral iliac artery aneurysms greater than 2.3 cm in diameter. Other factors include: upper limit of 90 degrees angulation of both iliac arteries; the use of antiplatelet therapy, as well as continued tobacco use by patient. A design or manufacturing root cause identification could not be determined without additional clinical information or through device analysis, but the device remains in the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that a secondary procedure was performed due to the right common iliac aneurysm growing and slow separation of previously placed bifurcated graft and aortic extension. The physician elected to implant a limb extension in right common iliac into external iliac excluding right common iliac aneurysm. An infrarenal aortic extension was placed bridging the bifurcated and aortic extension previously placed extending the overlap.